Manufacturer narrative:
Manufacturing and quality control data: the progav® shunt system was manufactured by a qualified employee in may 2019. Deviations during assembly did not occur. The system was sterilized by miethke and released for shipment after final inspection. For the purposes of this investigation, the progav® shunt system is comprised of a progav® adjustable pressure valve with a normal pressure range of 0 to 20 cmh2o and a shuntassistant® fixed pressure valve with a fixed pressure range of 25 cmh2o. The shunt system was inspected as article fv414t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: a deformation of the outer housing of the progav/prosa valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of -0,066 mm the housing membrane is clearly outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav® is operating within the accepted tolerance in the horizontal position. The shuntassistant® is operating not within the specified tolerances in the vertical position. Adjustment test: the progav® was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the specified tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: for the sake of thoroughness and transparency, we would like to point out that a permeability test / adjustability test was already carried out after the revision at the hospital. Based on our investigation, we confirm that the valve shows an increased flow of liquid and was not adjustability at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shuntsystem (part # fv414t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to be operated in overdrainage and the valve was not adjustable. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 4 years. Height: 100 centimeters (cm). Weight: 15 kilograms (kg). Gender: female.